Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indication of use. It was reported that the rtm was replaced around (B)(6). As of today the controller was not working to adjust stim settings. Patient reported seeing no device found (16). The stimulation was shocking him stating "every nerve in my body was jumping...my toes and legs were jumping." It did that back in (B)(6) too but was electrocuting him. Caller states in addition he could not charge the ins battery and it was at 80% yesterday. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
B5: "no patient symptoms were reported" from previous report does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt said they did not like their device since they got it, the settings had been changed several times to get relief; pt would be in more pain with the device then without it. Pt was being electrocuted when the stimulation was on down their legs, pt got the implant reprogrammed but they felt like they were being electrocuted when walking around pt did not know if it was because they store a lot of water in their bladder but once the implanted device went off they no longer got the jump scare from the electricity. Pt no longer had heat burning in their back or electricity going in their body for its livable since the stimulation was off, pt was still in more pain.

Manufacturer narrative:
Product ID 97745, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that turning the device off resolved the issue about shocking.